Event description:
During placement of the permanent birth control device, the sheath did not retract as the device is intended. The physician attempted to remove the device and a coil broke off in the left fallopian tube. The patient required a return to the or to remove the coil and replace the essure device.